Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Device evaluated by MFR. Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was an 11mm longitudinal tear 4mm proximal from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6).